Manufacturer narrative:
The report that the device was ¿inoperable¿ after surgery was confirmed. Analysis of the device found the inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. Once the device has entered into the service application state, the cp will be inhibited from programming the device into the therapy application state. Analysis of the returned ipg found evidence that the device entered the service app state (B)(6) 2023 consistent with the day of the patients reported unrelated surgery.

Manufacturer narrative:
Reporter phone number (B)(4). Date of event is estimated.

Event description:
It was reported that the patient underwent an unrelated surgical procedure. Patient did not set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were unsuccessful and the ipg was deemed inoperable. Surgical intervention was undertaken wherein the ipg was explanted to address the issue.